Event description:
It was reported that a decrease in sensing was observed after implant. Diagnostic imaging confirmed lead dislodgement. When repositioning was unsuccessful the lead was successfully replaced. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.